Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not logging data despite being in use. Reportedly, the customer alleged that the blood glucose (bg) values entered were not showing up in the pump history. During troubleshooting with tandem technical support, the customer entered a bg value and successfully observed it being displayed in the pump history. There was no reported impact to the customer's bg level.